Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unk pelvic mesh product on an unk date to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged, plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, disability, has undergone and will undergo corrective surgery or surgeries, and has sustained severe and permanent pain.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.